Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 12/26/2024. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. The device was returned with a cut tube that connects to the btt. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000428128 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4);. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an endoscopic vessel harvesting procedure, the vv6 (vh-2004) co2 would not flow through the btt. An occlusion error occurred on the insufflator. Harvester attempted to connect the co2 to the btt a few times to ensure a proper connection but co2 wouldn't flow through the btt. An occlusion error appeared on the insufflator. There was no procedural delay. No harm or effects were caused to the patient.